Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged air bubbles issue could not be verified.